Manufacturer narrative:
Manufacturer's report date: 07/16/2014. Internal file no: (B)(4). The devices have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported that a pt developed hypotension requiring a fluid bolus (either albumin or lactated ringers) due to shut down of two alaris systems while infusing sedatives and IV fluids in the ICU. Reportedly the pc unit alarmed, the screens turned red and error code 120.4610 was displayed on both devices within seconds of on another. Both devices had been plugged into a surge protector and were powered back on with no problem when plugged back into a wall socket. There was no notice of a low battery message prior to the shutdown. No further pt or event info was provided by the customer.